Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, system displayed a persistent non-recoverable fault with error 297. Before contacting technical support engineer (tse), user had already performed a hard power cycle of the system, but the fault persisted. The user also reported that a system software upgrade had been initiated the previous day. Tse reviewed the logs and noted error 297 along with an error indicating a failed software update. Tse then guided the user through another hard power cycle using the emergency power off on the patient side cart, but the fault still persisted. The user aborted to another da vinci system to continue with the procedure as planned. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went onsite and reprogrammed all the configurations. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.